Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. No additional adverse patient effects were reported. Additional information received detailed that this rv lead had been planned to be explanted due to high capture thresholds; however, it was surgically abandoned since it proved to be difficult to extract. No adverse patient effects were reported.